Manufacturer narrative:
Product complaint # : (B)(4). Corrected information: information received suggests that the device did not cause or contribute to the event. Therefore, this medwatch report is not reportable.

Manufacturer narrative:
Product complaint # : (B)(4). Additional information was requested and the following was obtained: the diagnosis and indication for the index surgical procedure? Laproscopic cholecystectomy & umbilical herina repair. Other relevant patient history/concomitant medications? Medical history: umbilical hernia, hayfever, idiopathic intracranial hypertension, chiari malformation, gilbert disease, asthma, gerd, paroxysmal nocturnal dyspnea, type 2 diabetes, gallstones, easy bruising, split personality, depression, pituitary abnormality, constipation, erectile dysfunction allergy to gabapentin, pollen surgical history: styloidectomy, left jugular stenting, right jugular stenting, removal of styloid, appendectomy, styoidectomy. Lot number? Mhr 807. What is physician¿s opinion as to the etiology of or contributing factors to this event? Should reach the site. Where was the surgicel used (on what tissue)? ¿liver¿. How much surgicel was used during the procedure? ¿1 units¿. Was the surgicel product left in place? ¿unknown¿. What surgical intervention was performed to treat the hematoma? Surgical.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient weight, bmi at the time of index procedure? The diagnosis and indication for the index surgical procedure? Other relevant patient history/concomitant medications? Lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? What was the intended use of the surgicel? Where was the surgicel used (on what tissue)? How much surgicel was used during the procedure? Was the surgicel product left in place? Was hospitalization prolonged? Or was hospitalization initiated? Please provide more details. What surgical intervention was performed to treat the hematoma?

Event description:
It was reported via a clinical trial that a patient underwent a laparoscopic cholecystectomy & umbilical hernia repair procedure on (B)(6) 2019 and an absorbable hemostat was used. On (B)(6) 2019, the patient developed a hematoma. The patient was hospitalized for this from (B)(6) 2019 and underwent surgical intervention. The patient has recovered and the issue is resolved. Additional information was requested.